Event description:
It was reported to bsc/target that during the procedure the gdc 18-3d shape synerg detection circuit detached prematurely without being connected to the power supply. The pt was reported to be in good condition.